Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom teeth are up against their top front teeth and pushing them forward. It is very painful on their top left front tooth and it is wiggling. Their molars do not sit on each other like they use to and they now have a weird lisp. Their top teeth feel even more over jetted.